Event description:
The pump was returned for investigation. Investigation revealed a force sensor calibration and resistance that was not within specifications and a corroded force sensor plate and flex. This report is made based on results of investigation completed on 12/09/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/09/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the force sensor calibration and resistance readings were not within specifications. The pump case was opened and corrosion was found on the force sensor plate and flex. The force sensor plate was also contaminated with a white substance. A review of the device history record indicated low non-zero and zero force primes. The pump performed the rewind, load, and prime steps successfully and was exercised for 24 hours with no loss of prime. (B)(4).